Event description:
It was reported that oversensing was noted on the rv lead but no shocks were delivered. Lead fracture suspected. A new lead was implanted and the rv lead remains implanted but not functional.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.